Event description:
Patient received treatment to left shoulder. Patient used heating pad at home following day. On third day patient arrives for treatment and pressents small wound 2.0 x 2.0 cm. On left deltoid. No redness or burn noted on initial day of treatment. On third day wound was non-draining, slight redness on periphery. Patient reported using triple antibiotic lotion and bandage. Patient deferred seeing doctor.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.